Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a battery life of two days. Blood glucose level at the time of the incident was not provided. During troubleshooting, the caller reported that the device had a power error and an unexpected restart error. The caller was advised to monitor the device. The insulin pump was not replaced or returned for analysis.